Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the shaft of the guide catheter separated during the case. The physician inserted the guide catheter into the patient and the shaft separated during the procedure. Attempts to obtain additional informational details about the case have been made.